Manufacturer narrative:
The returned product eval confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer called to report that her pod, had an occlusion alarm. She had been wearing this pod for less than 24 hours on her arm. Customer noted that when she removed her pod, the pod and site looked normal. There was no blood in the cannula, or kinking of the cannula. Customer also noted her bgs started to run in the low 300s, and after correction boluses, her bg went up to 390. She took an injection to bring this bg down. Returned pod for eval.